Event description:
The customer reported that they obtained imprecise sequential readings on their freestyle flash meter. The customer reported that they obtained readings of 17 mmol/l and 4 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell within the 'c' zone which is clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range spec and no new errors were observed during control solution testing.